Event description:
It was reported that during an attempt to treat an in-stent restenosis the new stent was correctly positioned and deployed above rated burst pressure at 18 atm (contrary to IFU). Following deployment, the balloon could not be deflated. The guiding catheter was advanced to cover the inflated balloon and the entire system was withdrawn successfully.